Event description:
A customer reported that during surgery a system message displayed and iop (intraocular pressure) control was unable to be used as soon as infusion of iop control was turned on. The case was completed with vgfi (vented gas-forced infusion) without issues. There was not harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).